Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that the patient was not performing well with the device. There was no trauma or accident reported. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was not performing well with the device. There was no trauma or accident reported.

Manufacturer narrative:
Additional information: based on the received information, it appears there is a problem with the active electrode, most likely due to excessive mechanical stress to it, however to determine an exact root cause, a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
It was reported that the patient was not performing well with the device. There was no trauma or accident reported.